Event description:
Insert would not fit baseplate. Another insert was available and was used successfully. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event is not device related but rather is associated with intraoperative procedures.